Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2020-05368). This supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries" sustained by the plaintiff. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields: b2 (outcomes attributed to adv ev & date of death), b3 (date of event), b4, b5, g3, g6, h2, h6, h10, h11. Corrected field: h1 (type of reportable event). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the plaintiff is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. Attorney alleged that the patient passed away on (B)(6) 2021 and had "injuries, losses suffered prior to death as a result of defendants¿ wrongful conduct". It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the plaintiff is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. Attorney alleged that the patient passed away on (B)(6) 2021 and had "injuries, losses suffered prior to death as a result of defendants¿ wrongful conduct". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with right inguinal direct hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿the floor of the abdominal wall was consistent with a direct inguinal hernia. A medium perfix plug was placed in the hernia. A bard mesh overlay was placed using sutures.¿ (B)(6) 2015 - patient had chronic right inguinal pain thereby underwent open repair. Per operative notes, ¿noted dense scarring. A nerve that was closely adherent to the scar to the conjoint tendon area was divided and adhesions were lysed.¿ (B)(6) 2015 - patient had chronic right inguinal pain thereby underwent open repair with removal of perfix plug. Per operative notes, ¿a scarring was noted. The perfix plug was removed, and defect was sutured.¿ (B)(6) 2016 - patient had small bowel obstruction secondary to incarcerated femoral hernia thereby underwent open repair.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum#1: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2020-05368). This supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries" sustained by the plaintiff. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum#2: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, no conclusions can be made. Post implant of perfix plug, patient was diagnosed with nerve damage, adhesions, pain and scar tissue thereby underwent open repair with the removal of mesh. Per previous legal claim, it was mentioned that patient passed away on (B)(6) 2021. No information regarding patient¿s death in the medical records provided to date and no autopsy report, or death certificate have been provided. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6.b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.